Event description:
A patient reported experiencing inaccurate erractic results with a surestep enhanced meter. The patient's blood glucose results were 18mg/dl, 110mg/dl. Tests were done within 10 minutes with a difference of 82mg/dl. Patient did not experience any adverse events. No further info has been reported.